Manufacturer narrative:
(B)(4)

Event description:
The complaint device was received for evaluation and passed external visual inspection. The receiver would not bot and charge. The receiver turned on and call tech support err121 was displayed. The receiver download showed no errors related to the customer complaint. Functional testing was unable to be performed due to the error displayed on the screen. The customer complaint was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err121. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.